Event description:
New information received noted that right ventricular lead also exhibited a micro dislodgement.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17780, 2017865-2020-17782. It was reported that an asymptomatic patient had presented to a follow-up in clinic with high capture thresholds from their right ventricular (rv) lead. A fluoroscopy revealed that the right ventricular lead 's suture sleeve and suture had both been broken. It also revealed the patient's implantable cardioverter defibrillator (ICD) and atrial lead had shifted, causing the atrial lead to lose slack. On (B)(6) 2020, physician was able to detach the rv lead but not extend the helix for repositioning, so the lead was explanted and replaced instead. The ICD was also placed in a more stable position and sutured down, while the ra lead was given more slack without repositioning it. Patient was discharged after the procedure.